Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor broken missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used sensor.

Event description:
Customer reported phone call that the sensor pedestal arm broke while removing the needle housing. Customer's blood glucose was unknown. Customer mentioned she was bleeding after removing the sensor. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.